Event description:
Reporter alleged when she performed blood glucose testing on the customer; she obtained discrepant back to back results of 450 mg/dl compared to a reading of 205 mg/dl when testing was performed within 1-2 minutes within each other on the advantage system. Reporter stated she gave customer his normal dose of insulin based on the reading of 205 mg/dl, however, no other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.